Event description:
Reported by pt via e-mail as, "last fill took about 10-12 sticks and was painful." And the pt informed that the doctor said that the port may be turned."

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the prod for analysis. Allergan has not received the prod at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the implant physician, serial number or the explant date. The implant date that was reported through email provided month and date only. Correspondence with the reported was not obtainable. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."